Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later th patient experienced incomplete voiding, dyspareunia, pain erosion, extrusion, organ perforation, vaginal shortening, vaginal scarring, vaginal bulge and vaginal dryness. No explant procedure was reported. Subsequent treatments and/or therapies were reported.